Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. Upon investigation, the cable connecting the rear therapy electrodes (tes) to the distribution node (dn) was pulled from the strain relief. The cause of the failure was the pulled cable. The root cause for the cut cable was physical abuse. It was reported that resuscitation efforts were made on the patient. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functionality testing. In addition, there was an sd card fault which prevented further ECG data to be recorded. The patient flag file data was not affected by this fault. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 02/17/2015 - initial use, electrode belt sn (B)(4): 02/14/2012 - reuse. A review of the patient's downloaded flag file data indicated that there were no arrhythmias detected prior to device deactivation. In addition, a rhythm of bradycardia was declared prior to device deactivation. It was reported that resuscitation efforts were made on the patient. The associated ECG strips prior to device deactivation could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since the exact rhythm at the time of device removal cannot be confirmed, the event is being reported out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. There is no indication or allegation to suggest the damaged electrode belt contributed to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. It was reported that the patient was with his wife at the time of the event. It was also reported that the patient was wearing the lifevest at the time of passing and that the device did not alarm. In addition, resuscitation efforts were made. The ECG strips at the time of the death are not available for review due to a sd card fault. Downloaded flag data from the monitor do not indicate any arrhythmia declarations or device malfunctions. The patient passed away on (B)(6) 2015.